Event description:
The pump was returned for investigation. Investigation revealed a keypad button response issue, a keypad button contact defect, contamination under keypad button contacts, and evidence of moisture ingress. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4)2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the contrast keypad button was unresponsive, which has no effect on insulin delivery; all other keypad buttons responded properly. The contrast button contact was missing. Contamination was also found under all of the remaining button contacts. Evidence of moisture ingress was also found on the bolus button contact. Unrelated to these issues, the keypad cover was completely detached and missing from the pump, and the bolus button cover was torn.